Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's legal guardian (lg) reported that the patient's blood glucose (bg) level was "high" (>27.8 mmol/l, >500 mg/dl), while wearing the pod between 5 and 24 hours. Ketones were measured at 1.6 mmol/l. The patient was taken to the hospital for a football related injury while wearing the pod. The pod was reportedly hanging off the infusion site (leg), causing the cannula to dislodge. It was also reported that the hospital did not want to release the patient due to their high bgs. Treatment information was not provided. Further information on the event was not provided. The case will be updated if more information is made available.